Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that another back surgery was recommended. The stimulator unit as well as the paddles need to be replaced. Manufacturer representative (rep) met with patient and tested/reviewed the unit and indicated a need for a new unit and paddles. No action has been taken to resolve the issue. The original surgery and stimulator was paid for by a car wreck insurer. The patient has no insurance or income to pay for resolution. The patient believed the battery had reached its life expectancy. The unit turned on and then just stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that she stopped feeling stimulation even when stimulator was on in certain positions, specifically when she was laying flat. Patient said she wouldn't feel stimulation and then 5 minutes later stimulation sensation would return (the whole time implant would be on). Patient said she didn't have any falls/trauma but said that she was diagnosed with pancreatic cancer so she had been sick and had a surgery on her guts (B)(6) 2020 but that been almost a year ago. Patient's implant battery was 8 years old and patient said she thinks the stimulation issue was something to do with the implant. Patient increased stimulation when she stopped feeling stimulation in certain positions but she still didn't feel stimulation. On call recharger and patient programmer were functioning as expected. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. To check device. Patient doesn't live near managing dr. And is going to check with pcp to see if they will invite rep in.